Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer did not receive a continuous glucose monitor (cgm) alert as expected. Tandem technical support reviewed the pump data, and found the alert was declared and cleared. Reportedly, the customer denied acknowledging the alert. There was no reported impact to customer's blood glucose level.